Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of a stent shaft break.

Event description:
It was reported that, during kidney stone removal and placement of stent procedure a polaris ultra stent was going to be used, it was observed that the stent shaft was broken upon unpacking. Another of the same stent was opened and successfully completed the procedure. No patient complications were reported.